Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar curved scissors instrument to perform failure analysis. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and would have measured approximately 2.18mm x 2.10mm. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. Visual inspection was performed and found no external damage to the housing. The housing was removed for inspection and found no internal damages. All input disks articulated without any issues. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the end of the single port monopolar curved scissors instrument broke during the installation process of the scissors tip accessory. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the damage was located on the tube adapter and the scissors tip broke when attached. The customer did not use the monopolar curved scissors instrument in the case.